Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and felt bloated during dwell one of four. The patient was connected to the homechoice pro device at the time of the events. The caregiver (cg) reported the patient disconnected and performed a manual drain, which relieved the symptoms. The cg reported that earlier there was a manual exchange at the clinic and ¿the nurse did not drain the patient until the patient was empty¿. The initial drain amount was 0 ml. There was no report of medical intervention associated with this event. The device was operational, and a swap was not necessary. No additional information is available.